Event description:
Two disposable saw blades shattered while making femoral cuts. The first broke into several pieces and all pieces were accounted for. A second saw blade was obtained and used also broke into two pieces. All pieces found and accounted for. Third saw blade used without incident. We are unable to confirm the lot numbers of these devices. There was no harm to the patient.